Manufacturer narrative:
The investigation for the pump stop has been completed. No pump was returned for investigation. Data logs show a temporary pump stop with alarm 115 pump stop rpm and alarm 4 disconnected while running with mc and ps spikes. Data logs do not show any other pump stops or pump stop alarms in the rest of the case including on the reported date. The root cause of the pump stop was not determined since product was not returned and data logs are inconclusive. F6/f8-should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: impella stopped: if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 70-year-old male patient of unknown race in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that pump stopped after 7 days of support and was explanted. The patient was not escalated as the patient had other non-cardiac issues. No patient harm was reported.